Manufacturer narrative:
An event regarding crack/fracture involving an mako baseplate was reported. The event was confirmed. Method and results: device evaluation and results: the explanted pictures showed device in used condition(device not returned). The images shows baseplate broken in two pieces. Medical records received and evaluation: rejected by the clinician, but confirmed the baseplate fracture. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the explanted pictures showed device in used condition. The images shows baseplate broken in two pieces. The medical records provided were rejected by the clinician, but he confirmed the baseplate fracture by the photos. If the additional information are received, this investigation will be reopened and re-evaluated.

Event description:
We revised a mako partial knee to a stryker triathlon primary knee. The tibial baseplate from the mako system had a fracture on the anterior surface of the component. As a result, the baseplate itself fractured in 2.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
We revised a mako partial knee to a stryker triathlon primary knee. The tibial baseplate from the mako system had a fracture on the anterior surface of the component. As a result, the baseplate itself fractured in 2.